Event description:
On (B)(6) 2025, while discussing a previous high blood glucose (bg) case, the user reported a low earlier in the day. The low bg occurred after announcing a breakfast meal, likely due to overestimation of carbohydrate intake. The agent educated the user on meal announcements based on carb awareness to help prevent future low bg the user treated the event with food, successfully stabilizing bg. The lowest blood glucose (bg) recorded was 55 mg/dl. Bg was corrected with food and juice. No symptoms were reported, and no medical intervention was required at the time of call.